Manufacturer narrative:
H.6. Investigation summary no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. A device history review was conducted for lot numbers 8002829 and 8002830. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe has molding defect that is causing it to leak during use with a bd luer lok¿ 3 ml syringe bulk convenience pak. The following information was provided by the initial reporter: (4 of 4 complaints) it was reported that syringes have molding defect, causing them to leak.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8002829, medical device expiration date: 2022-12-31, device manufacture date: 2018-01-28, medical device lot #: 8002830, medical device expiration date: 2022-12-31, device manufacture date: 2018-02-02." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that syringe has molding defect that is causing it to leak during use with a bd luer lok¿ 3 ml syringe bulk convenience pak. The following information was provided by the initial reporter: (4 of 4 complaints) it was reported that syringes have molding defect, causing them to leak.